Event description:
Lip laceration was being sutured. Suture broke off from needle and needle became lodged in lip. Xray was performed to find part of needle broke off in lip. Needle was removed and no further injury. Suture type ethicon p-1 6-0 removed from supply. Pulled all involved lot numbers and have sutures in materials mgmt dept for return to company. Manufacturer contacted. Manufacturer response for suture, ethicon 6-0 nylon suture (per site reporter): reporter not aware of response.